Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test due to loose motor drive support disk. Unable to perform the prime test due to loose motor drive support disk.

Event description:
Customer reported that she has been trying to prime since las night. She stated that the insulin pump is shooting out the insulin. Nothing further was reported.